Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv leaf spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminals.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the competitor's right ventricular (rv) lead. Technical services (ts) indicated this could be due to a loose setscrew, subclavian crush, competitor's lead fracture, or noise from the existing rv pace\sense lead which is surgically abandoned. No adverse patient effects were reported. Additional information indicated that a change out procedure was performed and the setscrew position was verified. The noise was unable to be recreated with pocket and header manipulation. The competitor's rv lead as surgically abandoned. It was noted that the noise did not appear to be lead chatter. It was also noted that the competitor's left ventricular (lv) lead exhibited an increase in threshold measurements with no capture. The physician decided against a lead revision. The field representative indicated that the initial noise may have been chatter from the dislodged lv lead. The device was explanted and successfully replaced. The device was returned for analysis.

Event description:
--